Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Reportedly, customer continued using pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.